Event description:
Physician reported an ectopic pregnancy that occurred 1 yr post-essure placement. Pt had the essure procedure in 2005 and an hsg 4 mos later which showed bilateral occlusion. She was counseled to rely on the essure devices for contraception. In 2006 physician reported the pt had a "shaggy endometrium" at the time of the essure procedure, but device placement went well. Hsg was done in 2005 and the radiologist reported bilateral occlusion, but no mention of device location was made in the report. Physician states the pt presented with pelvic pain, but had not skipped her menses. An ultrasound showed a complex adnexal mass on her right side. He scheduled the pt for surgery, but didn't find out she was pregnant until her pre-operative labs were done at which time it was noted her beta hcg was 250. At the time of laparoscopy, he did not see any evidence of device perforation. He did a salpingectomy and oophorectomy. Pathology confirmed an ectopic pregnancy showing choronic villi. Pt has recovered without incident.

Manufacturer narrative:
Hsg films were rec'd and reviewed by 2 conceptus consulting physicians on 10/16/06. They state the hsg study is inadequate, due to poor uterine distention with contrast. The right device appears to be superior to the cornual area and may be in parallel position; the right tube does appear occluded. The left device is in the uterine cavity indicating device expulsion and the left tube appears occluded. Conceptus would not have recommended this pt rely on the essure devices for contraception, due to the expulsion on the left side and inconclusive device location eval on the right side. Hsg protocol was not adhered to in this case.